Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer went in the pool with the pump accidentally. There was no reported adverse impact. The customer reverted to an alternate method of insulin therapy.